Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has been damaged. The customers blood glucose level was 249 mg/dl at the time of incident. The customer also reported that the insulin pump was accidentally dropped and the down and up arrow are damaged. Customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device display properly and no anomaly was noted. However, device received with cracked or detached end cap. Unable to perform self-test and displacement test due to cracked or detached end cap. Device had minor scratched lcd window. No cracked or damage keypad overlay noted.